Manufacturer narrative:
On march 15, 2022, medcad contacted the initial reporter via email to request additional information about the reported infection. The requested information included the type of infection the patient experienced, any potential causes or contributing factors, and information about how the device was handled at the user facility. On march 16, 2022, medcad completed a review of the device history record for the device in question. This investigation found that the device in question was produced in accordance with all production requirements. No nonconformance was identified throughout the production of the device. A replacement cranial implant was provided for the patient on (B)(6) 2022. The initial reported was contacted again on april 29, 2022 as a follow up on whether the revision procedure had been completed and to again request additional information about the reported infection. No response was received from these inquiries. No device problem was identified through investigation. The investigation did not establish a cause for the reported infection. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that the patient-specific cranial implant was explanted due to an infection.

Event description:
It was reported that the patient-specific cranial implant was explanted due to an infection.

Manufacturer narrative:
Investigation into the reported adverse event is ongoing. A follow-up report will be filed upon completion of the investigation.